Event description:
(B)(4). I had the essure device implanted in (B)(6) 2015 and had immediate pelvic pain and cramping after the procedure that did not stop until the device was removed. I developed an allergic reaction to the nickel in the device and broke out in itchy hives that would blister-mostly on hands, arms, and feet, my hair began breaking off and falling out, fatigue, joint pain, sharp increase in depression and anxiety symptoms, irregular bleeding/menstrual cycles, pain and bleeding during intercourse. I returned to my gynecologist who implanted the essure device in mid (B)(6) 2015 with these complaints and we both felt that I was having an allergic reaction and the device had to be removed. I had to have a partial vaginal hysterectomy on (B)(6) 2015 to remove the essure device due to the severity of these symptoms affecting my quality of life, leaving the left ovary and part of the right ovary only. Immediately post op I was in severe pain - discovered 24 hours post op that I had hemorrhaged into my abdominal cavity and was severely anemic and needed a blood transfusion. I was hospitalized for 2 nights and discharged home with a large blood clot in my abdomen from the bleeding looking heavily pregnant, suffering from severe pain and bloating for 7 days until the large clot dissolved and was expelled from my body through my vagina for 7 more days. Was diagnosed with an abdominal infection from the blood clot and took a 7 day course of 2 oral antibiotics. Returned to my doctor 10 days later with worsening pain and symptoms of infection and started a 10 day course of 2 more different oral antibiotics. After 5 days I called my doctor complaining of worsening pain and symptoms of worsening systemic infection and was advised to go to the ER where it was discovered I had a moderate sized pelvic abscess and readmitted to the hospital for IV antibiotics because the abscess was inaccessible for drainage through interventional radiology and was located on an artery and involved the bowel and bladder so that made surgery to drain the abscess risky so I had to have a PICC line placed to continue IV antibiotics at home for 14 more days after being hospitalized for 3 days. I was in severe pain and ill for 8 full weeks due to complications, taking multiple medications, and trying to care for 5 children.